Manufacturer narrative:
Further information requested but was not received. The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient presented with the implantable cardiac monitor (icm) exhibited under-sensing due to loss of electrode contact. No intervention was made. The patient was stable throughout.